Event description:
Complainant alleged that while attempting to defibrillate a female patient, the device failed to charge. Prior to the device malfunction, the device did deliver 3 successful shocks to the pt. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.